Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead exhibited noise. Additionally, the ICD showed diagnostic issue. Programming changes were made. The patient was in stable condition.